Event description:
Adverse event(s): "no concerns or issues with outcome" (no consequences or impact to pt). Product problem(s): "card reader error" (computer software issue). An ophthalmic technician reported the card reader would not read the treatment card. The error was quickly resolved by removing and reinserting the same card, which did not cause a delay in surgery. The surgeon does not have any concerns or issues with this pt's outcome. No further info is expected.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B) (4). (B) (4). (B) (4).